Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, low, out of range, high voltage lead impedance was observed on the device. Device had no high voltage output and no therapy was delivered. No other visual anomalies were observed on the lead. Lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable.

Manufacturer narrative:
A partial lead with the connector pin measuring 22.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.